Event description:
It was reported that the patient passed away, a computerized tomography scan (CT scan) was performed after the implant of the deep brain stimulation (dbs) leads no anomalies were detected. The cause of the patients' death is not known, however, it was noted that the patients' death was not device related and had nothing to do with the implant procedure. The devices were not returned to the manufacturer.